Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found gray debris in the sterile package. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. UDI # - (B)(4). The complaint sample was evaluated and the reported event was confirmed through visual inspection. Evaluation of the returned package identified debris within the foam. Analysis of the debris concluded that it was made of an acrylic adhesive. Review of the device history records did not identify any discrepancies relevant to the reported event. The work instruction for this device provides adequate detail instructing the operator to look for any contamination. The product was likely non-conforming when it left zimmer biomet. Therefore, the root cause of the reported event is determined to be the operator not following the instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.